Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, post-paced t-wave oversensing issue was observed programming changes were recommended. The recommended programming changes will be made during the patient¿s next in clinic visit. Patient was stable.